Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient suddenly had no hearing perception with the device. The parents have not reported any specific incident of accident or trauma but have said that something could have happened without notice as the patient is a very active child. There was no redness or swelling noted at the implant site. External parts are functioning normally. The patient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient suddenly had no hearing perception with the device. The parents have not reported any specific incident of accident or trauma but have said that something could have happened without notice as the patient is a very active child. Re-implantation is being planned.